Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that during a hemodynamic pressure monitoring procedure for a pediatric patient, the clinical staff noted that the set detached at the connection between tubing and a planecta. The account states that the connections may have not been adequately fastened. No patient consequences to report.